Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml foreign matter was found in the fluid pathway. The following information was provided by the initial reporter:   it was reported by the consumer particles in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: one sample and five photos of a 5ml luer-lock syringe (p/n 309657) batch 0175502 were received and evaluated. Through visual inspection, it was observed that the sample has dark colored spots which are embedded foreign matter in several area of the syringe. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. Batch 0175502 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 3 ml foreign matter was found in the fluid pathway. The following information was provided by the initial reporter:   it was reported by the consumer particles in the syringe.